Event description:
The patient's spouse called to obtain contact information on stryker surgeons in their area. During the conversation, it was mentioned that the patient has right and left stryker knee replacements performed by two different surgeons. The patient is very satisfied with one knee but had developed an infection after surgery, is suffering from pain, the leg is over an inch longer than the other and he is no longer able to participate in his usual active lifestyle because of his other stryker knee. I explained our investigation process and they stated they do not want to pursue an investigation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.